Manufacturer narrative:
Note: we have not completed our investigation of this event at this time. We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
The customer reported that a table error occurred. The philips field service engineer (fse) was informed that the patient was being positioned for a procedure, but had not been scanned when the table error occurred. The patient was moved to another system where the procedure was performed. There was no report of harm to the patient or operator. The fse tested the system and found that when any table movement button (iup, down, in or our) was pressed, the patient table would move to the home position (all the way out and down). The fse determined that the springs under the unload pedal inside the multi-function footswitch had broken, leaving the unload pedal engaged. The fse replaced the multi-function footswitch.